Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl. Reportedly, customer performed the load fill tubing process multiple times as customer was having difficulty navigating the load sequence. The customer was unsure if they were disconnected from the infusion set site when filling tubing; however, customer indicated it was possible they performed the load fill tubing step while connected to the infusion set site. Pump data review by tandem clinical support also showed customer delivered multiple override correction boluses. Additionally, customer was using humalog for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated via nasal glucagon, and saline. Additionally, customer received anti-seizure medicine and b12. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the tandem user guide - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.